Event description:
A hydrothermablation genesys procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, at the beginning of the case, a decision was made not to dilate due to the patulous anatomy of the patient. A that point, the scope was inserted and a flush was done during hysteroscopy. Everything looked normal and the seal integrity check was performed. 30 seconds later, fluid was observed leaking from the cervix and a 5cc fluid loss alarm was generated. The second tenaculum was tightened, the unit was lowered about 3 inches and the procedure was completed with no further fluid loss alarms generated. The patient was than cooled, the scope and the 4 x4's were removed from the vagina. At this point, a burn was noted on the lower portion of the cervix. The burn was catagorized as "minimal". Clinical follow up information revealed that temperature at the time of the leakage was 87 and when the 4 x4's were pulled out, they were observed to be slightly wet in one spot. The burn was treated with silvadene cream and there were no further patient complications reported with this event. The patient's condition at the conclusion of the procedure was reported as "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.